Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7/page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s omnipod personal diabetes manager (pdm) blood glucose (bg) meter is not working and that they had to used a few test strips to finally get a bg result. The patient's bg reached 17.7 mmol/l (319 mg/dl) so went to the hospital. No further information provided regarding the hospital visit or to the patient's treatment. The pod was worn on the abdomen. There was also contact with a diabetes clinic who adjusted patient's pdm settings and said should be able to trust pdm, but the mother is still insecure.